Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. There was no accident or trauma to the implant site reported.

Manufacturer narrative:
Based on the received information, it seems that the active electrode might have been inadvertently damaged during implantation surgery. In situ measurement performed in storage area before shipment is within specification. To confirm an exact root cause of failure a device investigation of the explanted device is necessary. Explantation surgery is considered for 2017 but has not been scheduled yet.

Event description:
The patient is implanted bilaterally, during the implantation the electrode on the concerned (right) side was fully inserted without difficulties. There was no accident or trauma to the implant site reported. Re-implantation is considered during 2017.